Event description:
Boston scientific received information that this patient was recently seen and there device was pacing at 30 beats per minute (bpm) when it was programmed at 70 beats per minute (bpm). When checking the device it was noted that there was a check right atrial (ra) lead. P-waves were also measuring low. The health care professional (hcp) was confused on programming and asked that a boston scientific sales representative (sr) come out to review. A sr came out and saw the patient, noted no issues with the lead, the patient was pacing at 70, no changes were made and the patient will be monitored for now. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.